Event description:
The technician was at the advia centaur xp system when she passed her hand over a cracked plastic cover located above the reagent compartment. The technician cut her pinky on her right hand. The technician flushed the wound and bandaged it and opted not to seek follow up treatment in the ER.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument indicated that the cracked plastic window above the reagent compartment was the cause of the technician cutting her pinky on her right hand. The cracked plastic window was taped up to eliminate any sharp edges, until a new cover arrives from the manufacture in (B)(4), around (B)(6) 2009. Once the new cover is obtained the fse will replace the advia centaur xp system with a new plastic cover. The instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required.